Event description:
A customer contacted beckman coulter inc. (Bci) regarding one erroneously low glucose cup result generated by the unicel® dxc 600i synchron® access® clinical systems. A glucose result of 48mg/dl was reported out of the lab and questioned by the physician. Rerun of the original sample gave a result of 210mg/dl and was amended. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The fse replaced stirrer motor and glucose channel was performing to specifications. Bci has asked that the motor be returned to brea for evaluation. As of 2009, no new reports of low glucose results were received. Though the fse replaced instrument hardware, the root cause is unknown. A malfunction will be assumed for the purpose of this report.